Event description:
A report was received that the patient will undergo a pocket revision due to pocket pain and erosion.

Event description:
A report was received that the patient will undergo a pocket revision due to pocket pain and erosion.

Manufacturer narrative:
Additional information was received that the patient underwent the pocket revision and was reportedly doing well following the procedure. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.